Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. The citation is as follows: magee, a. G. Et al, (1999). Stent implantation for aortic coarctation and recoarctation. Heart, 82(5), 600-606. Complaint conclusion: as noted in the literature publication, magee et al stent implantation for aortic coarctation and recoarctation; heart. The 1999 nov;82(5):600-6; report one patient had a second catheterization due to clinical evidence of recoarctation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿aortic restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the potential adverse events in the instructions for use, ¿adverse events (alphabetical order) may be associated with the implantation of a coronary stent in coronary arteries: restenosis of stented segment (greater than 50% obstruction).¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.

Event description:
As noted in the literature publication, magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6; report one patient had a second catheterization due to clinical evidence of recoarctation.